Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat I foot switch was used during a procedure (procedure name and date unknown). According to the complainant, power output was intermittent and the lab manager at the account suspected there was a short in the foot switch cable. The user had to wiggle the foot switch cable near where it connects to the pedal to restore power output, and the procedure was completed with this device. There were no patient complications reported as a result of this event.